Event description:
The customer reported that the ac power module had failed.

Manufacturer narrative:
(B)(4): the customer reported that the ac power module had failed. The customer ordered an ac power module which resolved the failure. As of (B)(4) 2010, there have been no further reports of this issue from this customer site. The unit remains at the customer site with the new module installed.